Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered on the tubing of a large volume intermate. The pm was further described as a red and salient dot on the tubing. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle, measuring 0.40 square mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) via a ftir spectroscopy test. Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The cause of the issue was potentially due to supplier of the tubing line; however, could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.